Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The manufacturer¿s field service engineer (fse) performed external and internal visual inspection on v60, checked for loose wires, tubing and everything was connected. The fse also performed touch screen calibration and reported problem was corrected. The fse performed performance verification test requirements per v60 service manual and device passed all required test.

Event description:
The caller reported they were unable to unlock the screen to make changes. There was no patient involvement. The event date was not specified; estimate used.